Event description:
Police responded to a cardiac arrest, the pt was found slumped on the floor, unresponsive, and not breathing. The device was powered on, and indicated remove clothing from chest, pull red handle to open bag, apply electrodes to exposed chest. Disposable defibrillation electrodes were attached to the pt. Reportedly, the device continued to repeat the message and use of the device was inhibited. The reporter stated the pt was not excessively hairy and electrodes were placed where the picture indicated. The device operator stated the electrodes appeared to be tight against the skin. Medics arrived on scene within seconds, the electrodes were replaced and the pt's ECG rhythm was assessed. The pt was diagnosed as asystolic and resuscitation efforts were not continued. The reporter stated the pt's outcome was not a result of device operation. The reporter's opinion was based on the pt's medical history and the medics assessment of the pt's viability.